Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified and the cause was traced to the monitor board. The monitor board was replaced to remedy the report. A new auxilary power supply was returned to the customer as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend